Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ extension tube was leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR for lot number 7061760 was reviewed and no qns or other events were related to the complaint stated by the customer. (B)(4) with lot number 7061760 was manufactured on march 07, 2017. According to sampling plan applied for product performance, this lot was accepted. During this lot number 125 samples were tested by leak test and functionality between tubing/drip chamber and between tube/connector assemblies. This test is performed by qa tech, during this test no values out of specification or separation were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. No sample provided to perform the investigation of the complaint made by the customer. We could not determine the root cause and cannot confirm the issue stated by the customer due that no samples were sent for evaluation.

Event description:
It was reported that the bd connecta extension tube was leaking. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd connecta extension tube was leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR for lot number 7061760 was reviewed and no qns or other events were related to the complaint stated by the customer. (B)(4) with lot number 7061760 was manufactured on march 07, 2017. According to sampling plan applied for product performance, this lot was accepted. During this lot number 125 samples were tested by leak test and functionality between tubing/drip chamber and between tube/connector assemblies. This test is performed by qa tech, during this test no values out of specification or separation were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. No sample provided to perform the investigation of the complaint made by the customer. We could not determine the root cause and cannot confirm the issue stated by the customer due that no samples were sent for evaluation.